Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose levels. The customer¿s blood glucose levels was 41 mg/dl and 51 mg/dl. The customer experienced shaking and inability to follow simple commands. The customer stated that the insulin pump passed self test and displacement test. It was unknown if the insulin pump was on auto mode at the time of incident. The insulin pump will not be returned for analysis.